Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio2 meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2015 at approximately 10pm when a reading of 5.1mmol/l was obtained using the subject device compared to a reading of 2.9mmol/l obtained using a onetouch vita meter, all measurements within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages her diabetes using insulin and self-adjusts the dose, and reportedly decreased her usual dose of lantus insulin by 2 units in response to the alleged issue. The patient stated that she experienced symptoms of wet, headache, shaking and weak legs approximately 10 minutes after the alleged issue began, and reportedly self-treated by consuming additional food and/or drink in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure, the patient's testing technique was correct, an approved sample site was being used and the test strips were not expired. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.